Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint was not confirmed. The cycler was visually examined and no defects were found. Simulated testing was performed and passed all tests. The delivered fill and drain volumes were within the tolerance for the device. There were no fluid leaks in the test cassette during the treatment test. Other component tests were performed and passed as expected. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient reported the cycler was not draining the patient completely for approximately three weeks and the cycler continuously left 1000mls of solution inside of the patient. The patient had not missed any treatment due to the issue. During follow-up with patient's nurse she stated she did not know what was causing the patient's draining issues. She stated the patient's prescribed fill volume was 2500mls and the patient had drained 4500mls on the liberty cycler. The reported drain volume of 4500ml was 180% of the expected drain volume which resulted in a reportable device malfunction. The patient did not encounter any serious injury as a result of the alleged issue and the patient continued to use the cycler for their dialysis treatment.